Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (approximately 50 mg/dl). Customer consumed carbohydrates to stabilize blood glucose levels. Customer reported that the pump was performing as intended at the time of the report.